Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they were unsure which of the patient¿s leads had migrated. They also did not know the serial numbers of the leads. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888-33, lot# v546812, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding the patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient¿s leads migrated down and the patient was not getting the coverage they needed. It was also reported that the patient was having issues with recharging and not getting a good connection. It was stated that the patient would have to sit ¿weird¿ in order to get a good connection. It was reported that the patient wanted their device explanted, with no plans to revise. The device (ins and leads) were explanted on (B)(6) 2017 and the issue was resolved at the time of the report. It was reported that the customer discarded the devices, so they would not be returned for analysis. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.